Manufacturer narrative:
This is not a product complaint. Patient's eye anatomy was unable to support a posterior chamber lens requiring that the lens be removed. No product deficiency identified. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Not a product complaint.

Event description:
It was reported the intraocular lens was implanted on (B)(6) 2011. Following post operative examination the surgeon was not satisfied with the integrity of the bag, so the lens was removed and a new lens placed in the sulcus on (B)(6) 2011. No injury to patient. This event is not a product complaint. It is related to the patient's eye anatomy.